Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r4.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder was introduced with fco71200185 and has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost r4.x indicating that the hydraulics of the platform of the column cart fail. The device was in use and there was no harm to the patient or user. The field service engineer (fse) performed analysis and concluded that the pedestal was moving faster than normal because the hydraulics couldn¿t hold it properly. This happened due to a faulty gas spring, the gas spring failed due to natural aging, not because of user handling. Fse replaced the faulty gas spring with a new one. After installation, the system was tested to verify full functionality and to ensure that the platform's movement had been restored to normal operational standards. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear due to aging. The reported problem was confirmed by the customer.

Event description:
It was reported that the hydraulics of the platform of the column cart fail. The device was in clinical use and there was no patient or user harm. Additional information received that the hydraulic failure was caused by a defective gas spring.